Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system prompted them to do a motion calibration. While in the process of completing a motion calibration, the collimator error message displayed. After rebooting the system multiple times the collimator error went away. There was no patient present.